Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing sequence, the customer filled the tubing with over 30 units of insulin; however, drops of insulin were not seen exiting the infusion tubing. Customer changed out the infusion set, and performed the fill tubing sequence again. Drops of insulin were not observed exiting the infusion tubing. Tandem technical support instructed the customer to change out the cartridge. The customer then performed the fill tubing sequence again and insulin was observed exiting the infusion set tubing successfully. The customer's blood glucose level was 200 (mg/dl).